Event description:
The customer reported that the device was unable to acquire ECG due to a poor connection of the paddle cable. The device was in use at the time of the reported issue. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was unable to acquire ECG due to a poor connection of the paddle cable. There is no indication of negative patient impact.